Event description:
New information received indicates that the under-sensing was primarily related to patient positioning.

Event description:
New information received indicates that the under-sensing issue with the implantable cardiac monitor persisted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited intermittent under-sensing. No intervention was performed. The patient was in stable condition.